Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a 63mm fusiform thoracic aneurysm. Vessel morphology was reported as the diameter of the non-aneurysmal proximal neck is 28mm. The length from top of arch to proximal aneurysm is 70mm. The diameter of non-aneurysmal distal neck is 30mm. Aneurysm length is 40mm and length from bottom of arch to proximal aneurysm is 90mm. Post-operative it was reported that a type ia endoleak from the proximal side or possible type iii (fabric) endoleak were identified. Deployment of the stent graft was uneventful. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: inherent risk of a procedure (endoleak); (lack of information, unknown cause of endoleak).

Event description:
Additional information was received for this case. Per the physician statement the cause of the endoleak was related to the graft being implanted in a synthetic vessel; therefore, had slightly short landing zone. The patient received an intervention were two additional valiant stent grafts were implanted and the endoleak was resolved. No clinical sequelae were reported and the patient is fine.